Event description:
Healthcare professional reported rupture and exchange from textured to smooth due to the patient concern of the implant. Record is for unknown side. Device remains implanted.

Manufacturer narrative:
Following is the device information per our internal database, however affected side is unknown: 13786976 -left side. 13593979 - right side. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.